Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an attempted implant procedure, capacitor maintenance was performed while the device was on the table. An alert message noted a potential issue with the capacitor and that the device may not deliver therapy. The device was not used, and a different one was implanted instead.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomaly was found. The cause of the reported output anomaly could not be determined.